Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Ae of interest: nerve compression or nerve root disorders it was reported that on (B)(6) 2011, the patient underwent examination of l2-l5 right motor and sensory deficit and l4-l5 left motor deficit. Post-op, the patient had the following injury: fluid collection at the site of implant the following actions were taken as a result of this event: conservative care (observation, physiotherapy, education). Medications administered: (corticosteroids therapy) .the following assessments were reported in regard of rhbmp-2/acs: investigator assessment: hbmp-2/acs relatedness: not related, study procedure relatedness: related - device/other component relatedness, specify: unknown sponsor assessment: rhbmp-2/acs relatedness: not related - study procedure relatedness: related - device/other component relatedness, specify: unknown outcome: unresolved at the time of data entry.